Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 303 mg/dl (16.8 mmol/l) between 5 and 24 hours of wearing the pod. The reporter stated there was insulin leaking from the pod. The pod was removed from their abdomen, and bleeding was observed at the pod site. The patient was experiencing symptoms of high bg levels, vomiting and nausea. On (B)(6) 2026, the patient sought medical attention and was diagnosed with hyperglycemia. The patient was treated with an intravenous infusion, received anti-nausea tablets, and self-corrected with 4 units of insulin. The patient was in the hospital for 5 hours and was then released.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. Blood was observed on the adhesive pad and inside the soft cannula of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.